Event description:
It was reported a syncopal patient presented to ER after receiving hv therapy. Upon investigation, it was noted the device misdiagnosed vt as svt due to programmed svt discriminators but appropriately delivered therapy once the episode was detected in vf zone. Programming changes were made and patient will be monitored with routine follow-up.